Event description:
It was reported by the affiliate that the (1) er320 device was used during a low anterior resection procedure. It was reported that the jaw broke on the root during clipping and did not fall into the patient. The case was completed with a new instrument and there was no consequence to the patient.